Event description:
It was reported that the lead had increased thresholds and the patient was admitted into the hospital where troubleshooting was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.